Event description:
It was reported that the implantable neurostimulator displayed high impedances on several contacts during implant. Lead was removed and re-inserted several times. Visual inspection revealed that lead was lined up correctly in the connector block. Another test revealed that impedance appeared to be coming down with increasing amplitude. The devices were left in and used by patient. Patient was "doing fine." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889blue_lead, implanted: (B)(6) 2012, product type lead. (B)(4).